Event description:
It was reported that a spectrum iq was not delivering medicine during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. "Not delivering medicine," was not able to be reproduced during evaluation. The device was sent for flow accuracy testing and passed within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review was performed. It revealed an infusion of propofol programmed at a rate of 56.3 ml/hr and a vtbi of 70 ml. The pump alarmed "upstream occlusion!" Twice during the infusion. No further conclusions can be drawn from the ehl at this time. The customer did not provide any infusion or set up parameters. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.